Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion set leaked insulin near the needle and self-adhesive, and the customer's blood glucose elevated to 249 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.